Manufacturer narrative:
Complaint number: (B)(4). Received 15 loose pc 450235/g150937c for evaluation. We have no further inventory of the material/batch. We have no further customers complaining on the material/batch. We forwarded the complaint and samples to our affiliated headquarters in (B)(4) from which we receive this product. According to their investigation and comments, a review of the production and testing documentation indicates no deviations during the entire manufacturing process. No irregularities were detected during in process control. In addition, during final checking, which includes functional tests, no irregularities were observed. The customer returned samples were visually and functionally checked; no deviations were observed. The complaint cannot be confirmed. Further comments: please advise the customer to open the blister packaging with care and to fully remove the device from the packaging. Due to continuous product improvement, the newly designed safety shield can be turned 360 degrees, thus enabling the user to select the preferred position. If the user chooses to rotate the shield for better positioning, please ensure that the shield remains fully seated on the holder. The rotational force as well as the holding force of the quickshield was improved as part of a product modification. Please ensure the quickshield is secure on holder prior to use. Please do not use if product has sustained any transport damages. Please handle our products according to their instructions for use. We appreciate it being brought to our attention as we continuous strive to improve greiner products and services.

Event description:
Customer advised a needle stick injury occurred, however use of the product was not discontinued by the customer. Customer stated that after the blood draw was complete, the phlebotomist went to activate the needle safety device. She used her thumb, going from the bottom of the shaft and moving upwards to activate the safety. The safety device malfunctioned and twirled, resulting in her grazing the needle with her gloved thumb and puncturing the glove and her thumb. She immediately removed her glove, washed her bleeding thumb thoroughly, and went directly to employee health services for follow-up. Injury was not life-threatening. No permanent impairment of body function. No permanent damage to body structure. Lab testing was performed on both the source patient and our employee for potential blood-borne infectious disease.